Manufacturer narrative:
Concomitant products: product ID 8516, lot # 61277069, product type catheter. (B)(4).

Event description:
It was reported the manufacturer representative was at a trial on the morning of this report with the healthcare provider (hcp) and they were using the 8516 trial kit. It was noted the hcp connected the alligator clip (periflex connector) and tried to push dye into the catheter to check epidural placement. It was further reported the hcp could not get dye to push through to the catheter. The hcp removed the clip and closed it again without the catheter in place. It was reported the hcp tried again to push dye through, but could not get dye to go through the clip only. It was also reported the hcp cut the plastic piece off in the area he thought was plugged of the clip and was able to force dye through. It was noted they attempted to hook up the ambit pump, which had a pressure sensor and the pressure was too strong and the ambit sensed an occlusion. It was further reported the hcp tried a second 8516 kit {refer to manufacturer report # 2182208-2014-01810}, but ran into the same issue and both of the catheters have the same lot number. There was no drug in the system yet. Additional information received reported the cause of the issue was undetermined, but there could have been a possible kink in the catheter. It was noted the location of the issue was either the tip of the catheter or where the catheter was tunneled over subcutaneous (¿sub-q¿). It was also reported different 8516 kits were used and it was initially thought that the problem was the alligator clip in the 8516 kit, but they didn¿t think that was the problem. The issue resolved with a new kit, checking the catheter, and pulling back a little. It was reported all of the product was discarded because ¿it was a mad scramble to get this taken care of and take care of the patient.¿ additional information received reported two kits were used both with the same lot number and more than one trial catheter was not needed. It was also reported the issue with the second kit was the same as with the first and the issue was getting solution through the alligator clip. It was further reported at the end of the day, the issue was due to either catheter placement or the catheter was kinked.